Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076-52 implantable pacing lead, (B)(6) 2004; 419378 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range.

Event description:
It was reported that there was no capture at maximum output, undefined high impedance, and a possible lead fracture. The device was explanted and replaced, and the rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was noise.